Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to pod leaking insulin while wearing the pod longer than 48 hours on the leg. At the hospital, the patient was given lab and blood tests. The pod generated an alarm and blood glucose levels were in normal range. The patient was released a couple of hours later.